Event description:
On (B)(6) 2012, the patient's father contacted animas alleging the subject pump's display was blank. At the time of the call, the reporter informed customer support that the patient had to go to the ER for treatment of a high blood glucose earlier that day and was told by the ER hcp that the patient needed a new pump. No additional information regarding the patient's high blood glucose excursion was obtained. It was noted that the reporter disconnected the call at the time of troubleshooting. Animas made several attempts to reach reporter; however, were unsuccessful in their attempts. At the time of the call, the reporter claimed the serial number of the pump had rubbed off and therefore was unable to verify pump the patient was using. It was also noted that patient information was not provided prior to the caller disconnecting. Based on the information provided, this complaint is being reported because the patient received treatment for a high blood glucose while on insulin pump therapy. It is not known a pump malfunction or use error caused/contributed to the injury.

Manufacturer narrative:
Animas was unable to obtain pump name or serial number at the time of the call. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.